Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample was conducted and the securement collar at the upper pumping segment fitting is missing, making it easy for the silicone tubing to separate from the upper pumping segment. Further examination of the tubing at the upper pumping segment does not identify an indention indicating that a securement collar was on the assembly. The customer complaint of connection issues was not verified, but a tubing separation was confirmed. Due to the product item number and lot number not being reported, the specific manufacturing location could not be identified and a root cause analysis could not be conducted. The failure has been communicated to all the sites that manufacture the product. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was disconnecting. The following information was received by the initial reporter with the following verbatim we had an incident where the bd alaris tubing came apart at our xxx. Thank fully there was no drug leak. Per the nurse, the patient's infusion was completed and she went to disconnect the infusion. When opening the channel and removing the tubing from the channel the tubing became disconnected at the segment above where it goes into the channel, below the first y-site on the primary tubing. We are not sure of the lot # as this tubing came from pharmacy.